Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4)

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient exhibited high fill volumes after physical activity. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, during an extended observation run test, the driver performed as intended with no alarms or high fill volumes. During investigation testing, the customer-reported fault alarm was reproduced during the volume overload simulation test but there was no evidence of a device malfunction that would cause or contribute to the reported issue. The root cause of the customer-reported fault alarm most likely attributed to patient conditions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.